Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: it was reported by the sales rep cullen brown the cable does not come off standby when disconnected from the light post. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause may be a not fully seated light cable or a damaged contact ring on the light source. The l9000 light source will not be coming in-house for evaluation. The device manufacture date is not known.

Event description:
It was reported that the safelight cable did not deactivate.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that the safelight cable did not deactivate.